Manufacturer narrative:
Section g3: additional information. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the downloaded log file and reproduced during laboratory testing. The log file downloaded from the returned controller contained approximately 14.5 hours of relevant data (19:30 on (B)(6) 2019 ¿ 10:03 on (B)(6) 2019 per the timestamp). The driveline power fault alarm was active from the first event of the log file until the driveline was disconnected (19:30 on (B)(6) 2019 to 10:02 on (B)(6) 2019). When the driveline was disconnected, the driveline power fault alarm cleared, and a controller fault alarm activated and remained active until the controller was powered off to be exchanged at 10:03 on (B)(6) 2019. The driveline power fault and controller fault alarms were active due to fuse b in the controller being open. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the patient low speed throughout the log file. Visual inspection of the returned controller revealed a burn mark on one of the sockets in the bulkhead connector. The returned system controller was connected to a test power module/system monitor and a controller fault alarm activated. The system monitor indicated that fuse b on the system controller had failed. The controller was then connected to a test pump and a driveline power fault alarm activated. The damaged fuse did not affect the controller¿s ability to operate a pump. The compromised fuse was replaced and the controller was reassembled. After being reassembled, the system controller started and operated a test pump without issue; the system controller then passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the controller was connected to the returned modular cable and several test modular cables without any issues. The modular cables inserted into the system controller without issue and the locking mechanism functioned as intended. The data in the log file, damaged fuse, and burnt socket on the driveline bulkhead connector indicate that the driveline was inserted into the controller incorrectly by 180 degrees. The root cause of the reported driveline power fault alarms was determined to be an incorrect insertion of the driveline into the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age , weight, device evaluated by MFR, device manufacture date: correction.

Manufacturer narrative:
Approximate age of device- 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The vad coordinator reports the patient accidently pushed the red release button on the back of the system controller and her driveline became disconnected. The patient reported difficulty re-inserting the driveline, but was able to make the connection. After the driveline was reconnected to the system controller a "driveline power fault" alarm became active. The patient presented to her implanting center where her modular cable and system controller were replaced. This action resolved the dl power fault alarm condition. No other alarms, malfunctions, or events were reported.